Manufacturer narrative:
Bin files from the case were reviewed and showed that at least 7 injections were performed with a cryoablation catheter, which indicates that the patient did receive therapeutic treatment. Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed by field service engineering and was due to an unplugged scavenging hose and a bent data cable connector. Re-aligning the connector and reconnecting the scavenging hose resolved the issue; console is working properly with no issues detected. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to an internal issue with the cryoconsole; there was a leak at the end of ablation. The case was aborted; the patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. No patient complication reported.

Manufacturer narrative:
Console investigation is in progress; results will be submitted in a supplemental report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.